Event description:
It was reported that, during a procedure, the fiber broke. The physician got burned at her wrist. The physician put a burn ointment onto the wound and then covered it with a pavement. The procedure was completed using another fiber. No further complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported adverse effect of a burn is a known risk associated with use of the device as indicated in the IFU.

Event description:
It was reported that, during a procedure, the fiber broke. The physician got burned at her wrist. The physician put a burn ointment onto the wound and then covered it with a pavement. The procedure was completed using another fiber. No further complications were reported.